Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing was detached at the quick release. Therefore, the patient noticed the insulin out of the tubing about 10 minutes after changing the set and this issue occurred with three sets. No further information available.